Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory. The device was tested on the bench and an anomalous power connection was found to be the cause of the reported inability to interrogate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported at routine follow up, device interrogation was not possible because the device was in backup mode. The device was explanted and replaced. The patient was stable.